Manufacturer narrative:
Date of event was approximated to (B)(6) 2007, implant procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6), (B)(6) healthcare system. Patient code e2401 captures the reportable event of unknown injury. Impact code f12 has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx curved single system device was implanted during a laparoscopic sacral colpopexy, laparoscopic left bilateral salpingo-oophorectomy (bso), lysis of adhesions, obtryx transobturator tape and cystoscopy procedures performed on (B)(6) 2007 to treat a patient with stage 3 vaginal prolapse, enterocele, rectocele, cystocele with paravaginal defects. Pre-operative diagnosis includes post hysterectomy vaginal prolapse and stress urinary incontinence. Post procedure diagnosis includes post hysterectomy vaginal prolapse, stress urinary incontinence and pelvic adhesive disease. Findings include: 1. Grossly normal appearing intra abdominal viscera. There was mild left rectosigmoid adhesions of the left adnexa in the sidewall. Otherwise, upper abdominal viscera was essentially normal. 2. Pelvic examination revealed the patient to have stage ii vaginal vault prolapse and anterior apical vaginal wall prolapse. 3. Cystoscopy revealed bilateral efflux of urine from both ureters. No other abnormalities were noted. The patient was taken to the recovery room in stable condition. There were no patient complications reported at the conclusion of the procedure. As reported by the patient's attorney, the patient experienced an unspecified injury.